Manufacturer narrative:
The biomedical engineer stated the issue was discovered during setup for patient use. No delay in therapy and no medical intervention were reported. Per biomedical engineer, touchscreen replacement addressed the reported issue.

Event description:
The customer reported that the touchscreen is not working. The customer reported that the unit was in use on the patient; but there was no patient harm reported. The unit was swapped out and no harm reported. The customer contacted product support and reported that customer has attempted calibration; however, in the calibration screen the touch screen will not respond. Product support advised customer to replace the touchscreen.